Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The reported unknown alarm represents the remove heater bag from heater tray warning was found in the alarm history but was not confirmed during evaluation. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures and the cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review:a temporal relationship exists between pd therapy with the liberty select cycler and an alleged unknown alarm and the patient¿s hospitalization for hypertension. However, the manufacturer product investigation is pending at the time of this clinical investigation so it can not be determined if the cycler was not performing according to product specifications. However, there were no reported allegations against the cycler causing or contributing to the hypertension event. Currently, it cannot be concluded what caused the patient¿s hypertension as the hospital records are not available and the pd nurse was not able to confirm a cause. Per the nurse, the patient has a past medical history of hypertension and non-compliance with taking her blood pressure medications. According to the nurse the patient¿s non-compliance was a suspected cause for this event. Moreover, hypertension is not uncommon in end stage renal disease patients on peritoneal dialysis with approximately 30% prevalence in this population.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted technical support and reported that the patient¿s liberty select cycler had an unknown alarm and the patient completed treatment in the hospital. It was also reported the patient was in the hospital due to their blood pressure (bp) which was not related to the liberty select cycler. It was requested that the cycler be replaced due to the unknown alarm. Upon follow up, the pdrn confirmed that the patient was hospitalized on (B)(6) 2019 for high bp (hypertension). Details surrounding the patient¿s hospitalization course, including patient disposition, are unknown as the hospital discharge summary is not available. The pdrn stated that the patient has a past medical history of hypertension (htn) and non-compliance with taking their bp medications as prescribed. The pdrn indicated that the cause of the patient¿s hypertension was suspected to be associated with the non-compliance to bp medication. Additionally, the pdrn stated that the unknown alarm on the liberty cycler is not suspected to be related to the patient¿s hospitalization; however, the nurse was not able to identify what the alarm was. Moreover, there were no reported pd related complications associated with the patient¿s hypertension. No further information is currently available.

Manufacturer narrative:
H6-patient code should be c3117.